Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed failed battery test. Customer was advised what the alarm indicated. Customer did not clear the alarm before inserting a new battery. The insulin pump is not returning for further analysis.